Manufacturer narrative:
Evaluation and health impact codes: updated device evaluation: one device was returned for investigation. Visual inspection noted the device was received in with normal wear and tear over time. Functional testing found the device's cycles and electronic system was functioning as intended. The complaint was not confirmed. The most probable root cause is intermittent failure due to the age of the device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced interface board as preventative maintenance (pm). Installed MRI battery, sintered filters, and o-rings for the pm. Adjusted oxygen concentration control to tolerance. Performed pm, cleaned unit and affixed new service label. Device passed all functional testing after the completed repairs.

Manufacturer narrative:
Date of event is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator was not working and was not turning on. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.